Event description:
Procedure type: unknown. According to the reporter: during the explantation, the port catheter broke and the distal piece slipped into the direction of the right atrium. The patient was moved to the hospital's heart specialists where the rest of the catheter was removed. The distal piece was destroyed. The port was difficult in filling at first and after one cycle (chemotherapy) the port was not passable. A post-operative x-ray documentation of the catheter location was not performed. Only the surgery report is available for documentation, and only describes a standard implantation without problems after seldinger via subclaviapunction. Patient status is ok, released from hospital.

Manufacturer narrative:
Date of initial report sent: 09/16/2009.